Manufacturer narrative:
The reported event of crm 7002021859 - errors related to infusion programming file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4).

Event description:
The customer reported they have had several programming errors relating to the dose being entered for infusions on the device where the volume should be entered. There was no report of any incorrect infusions as the customer stated the errors were caught by guardrails and the infusions reprogrammed appropriately.